Event description:
Additional information was received that high out of range shock impedance measurements of greater than 200 ohms in triad configuration continued to occur for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. The patient was brought into the office and it was noted that when reprogrammed to distal coil to can impedances were 81 ohms. Boston scientific technical services (ts) was consulted and reviewed data from the remote home monitoring system. Upon review it was noted that there were erratic shock impedance daily measurements since the beginning of the year with frequent spikes to greater than 200 ohms. There were also several shock impedance spikes above 200 ohms beween august and october of the following year. Ts discussed possible causes and suggested performing further testing to determine the reason for the high out of range shock impedance measurements. The crt-d and rv lead were left programmed distal coil to can and the patient was referred to an electrophysiologist. At this time the device and lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and noted that the out of range value occurred on one day and all other measurements from prior to and after the impedance were stable and within normal limits. Ts discussed the option of bringing the patient into the clinic for further evaluation or continuing to monitor via the remote monitoring system. It is unknown if the patient was brought into the clinic. At this time the crt-d and rv lead remain in service and no adverse patient effects were reported.